Manufacturer narrative:
This report is submitted on november 06, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced no sound with device use, subsequent to experiencing a fall and sustaining a trauma to the implant site. Reprogramming attempts were made; however the issue could be resolved. Subsequently, the device was explanted on (B)(6) 2017 and the patient was reimplanted with a new device during the same surgery.